Manufacturer narrative:
Batch review performed on 22 apr 2026 lot 2527161: (B)(4) items manufactured and released on 05-nov-2025. Expiration date: 2030-oct-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2524814: (B)(4) items manufactured and released on 10-dec-2025. Expiration date: 2030-nov-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:

Event description:
The 10 mm insert did not engage with the tibial tray. A 14 mm insert was used. The surgery was completed successfully. The delay time was 30 minutes (total surgery time was 2.5 hours)due to the surgeon`s attempting to place the insert onto the tray multiple times.